Manufacturer narrative:
The patient required a minor amputation that was unrelated to the study device or procedure. This is being reported as a follow-up to the clinical study. Patient information regarding relevant tests or laboratory data is unknown. This information was not available from the facility. The foot ulcer was unrelated to the stellarex device or procedure, thus the paclitaxel drug did not cause or contribute to the minor foot amputation. (B)(6). PMA number is not applicable. The device is commercial product with a ce mark that was used as part of a clinical registry. / combination product is applicable. During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, amputation is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical registry that during the index procedure on (B)(6) 2017, a stellarex catheter was used to treat the target lesion of the right proximal sfa. Then, on (B)(6) 2017 the patient underwent an additional procedure which included debridement, excision of dead tissue, and resection of the 5th radius on the right foot due to deterioration of the foot ulcer and was documented as a minor amputation. The physician indicated this is not related to the study device or procedure.